Manufacturer narrative:
During inspection and testing, the coating on the insertion tube was peeling between the bending section cover and first ring. The report of breakage of the insertion tube was confirmed during testing. The insulation resistance test failed as a result of the breakage. The report of the device failing the leak test was not reproduced during testing. In addition, there was a crack in the adhesive on the distal end cover, the bending section cover was soft, and there was a crack in the adhesive on the bending section cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during device maintenance, the device did not pass the leak test and there was breakage on the insertion tube just before the flexible part. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the insertion tube was peeling between the bending section cover and first ring. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the application of physical stress. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.